Event description:
A hospital in (B)(6) reported via a distributor that the water filled past the maximum level line for two mr290 autofeed humidification chambers. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported via a distributor that the water filled past the maximum level line for two mr290 autofeed humidification chambers. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Device manufacturer date of second device: 06/25/2011. Method: the complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) for visual inspection. Both complaint chambers were performance tested for overfilling by connection with a waterfeed bag and allowing the water to flow into the chamber. Results: visual inspection revealed that no damage was found on either of the returned complaint chambers. When connected to the water bag, the first chamber stopped filling 5 mm below the maximum fill line and the second chamber stopped filling 7mm below the maximum fill line. The float operated correctly for both complaint chambers. Lot checks revealed no other complaints of this type for lot numbers 110509 and 110625 conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. The mr290 user instructions includes a warning not to use the chamber if it has been dropped. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should water exceed the maximum fill line. (B)(4).

Manufacturer narrative:
(B)(4). Device manufacturer date of second device: 06/25/2011. The complaint mr290 chambers are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint devices and completion of our investigation.